Event description:
Customer states that their acl top 300 analyzer was running high qc for pt and aptt results were low. Aptt-ss result of 38 was given, target was 57.8. The customer requested qc and got a result of 57.

Manufacturer narrative:
Instrumentation lab requested the back up info from the instrument at this time. Customer responded and indicated that no back up will be sent. Instrumentation lab is unable to continue their investigation without an instrument back up.